Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by an attorney the device implanted "went off inexplicably, sending the patient to the hospital in extreme pain." The device was removed. The lead is still in use. No further patient complications have been reported as a result of this event.